Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and no evidence of blood. A visual inspection determined that the heater wire appeared physically damaged and mangled. While we are unable to conclusively determine the rot cause, this problem is consistent with the improper insertion of the tool into the cannula. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the wires inside of the hemopro 2 jaw were bent. The pa stated it was observed when the device was in the leg. A replacement device was used to complete the procedure.